Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2ml of juvéderm® voluma® with lidocaine, and with 1ml juvéderm® volift® with lidocaine in the cheeks and lips. Approximately three months post injections, the patient experienced ¿swelling to cheeks, lumps in lips.¿ the patient was treated with ¿oral steroids and antibiotics followed by hyalase to lips.¿ symptoms status is unknown.